Manufacturer narrative:
" D10: 02-012-60-1425 - tru stem ext 14mm x 25mm; 02-020-11-0320 - truliant ps cem fem ps cem right sz 2; 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm; 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm; 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t; 204-70-00 - tibial stem ext. Screw. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01675. The reason for the revision reported may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported, approximately 5.5 years post initial right side tka, the 37 y/o female patient complained of pain. Patient had a revision due to loose femur, prosthetic wear and recalled poly and due to recall surgeon used competitor's device for revision. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray and images received. The device is not available for evaluation due to recall hospital will not release.